Event description:
It was reported that, "the patient requested that (B)(6) a medical assistant at her doctor's office, file a report/inquiry into her right knee implants. The patient is having popping and pain in the right knee. She feels hardness in the knee and does not know if it is scar tissue. She has heard of product recalls and wants to know if any of her implants have been recalled."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon-prim tib baseplate, cat# 5520-b-500, lot# stayk; triathlon ps fem component, cemented, cat# 5515-f-402, lot# dkuh; simplex p with tobra unit packfull dose, cat# 6197-9-001, lot# mcr011. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the reported devices cannot be performed as they remained implanted. Discussion with the medical assistant for this case indicated the patient is only interested in knowing if the devices are part of recall and no additional patient medical records are available for investigation. A review of the implant sheet determined none of the implanted devices are part of any stryker recall. The dhrs for the reported devices indicate that they were manufactured and accepted into final stock with no reported discrepancies related to this event. The results of the per database review indicated there have been no similar reported events for reported lots of product. If additional information is made available, the evaluation summary will be submitted in a supplemental report.